Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the down arrow keypad button has to be pressed hard and requires multiple presses for a response. At the time of troubleshooting, the reporter confirmed the keypad was intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/30/2012 with the following findings: on investigation, the keypad was found to be fully intact. Testing confirmed intermittent responses to button presses on the down arrow button. Multiple button presses requiring increasing force are required before the down arrow button will engage. The up, ok and contrast buttons are functional. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons.